Event description:
It was reported that during a da vinci si myomectomy procedure, the blade on the endowrist one vessel sealer instrument, would not retract. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the knife blade is exposed out of the garage and an excessive amount of debris is visible along blade tract, knife and snake wrist. Failure analysis investigation also found that the grip cable wires routed through hole 6 and 7 on the wrist disc are broken and stick out of the snake wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.